Event description:
Patient recently had a heartmate ii lvad implanted, and the ICD could not successfully be interrogated. The physician has decided to keep disabled the hv therapy and not change the lvad settings to allow further attempt at interrogation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.